Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had post-reset ram crc alarm. Customer¿s blood glucose value at the time of incident was unknown. Customer was able to rewind the pump but the alarm was reoccurred after battery change. Insulin pump will not be returned for analysis.